Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call that insulin pump experienced a keypad anomaly. It was reported that buttons were becoming unresponsive and buttons were changed several times per week. Troubleshooting could not be performed due to customer not being available with insulin pump. Customer would call back.